Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the malfunction. The se replaced the oxygen (o2) sensor and the device then passed all testing.

Event description:
This complaint was identified as reportable through a retrospective complaint review. It was reported that a ventilator had the oxygen concentration out of tolerance while in use on a patient. The patient was not harmed as a result of the event.